Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient stated she broke out under the lifevest and was very itchy. The patient stated that she scratched it to the point that it opened and was bleeding. The patient reported using calimine lotion to help relieve the itch. During a follow-up, the patient reported that she had been prescribed a steroid and told to take benadryl at night by her doctor. The patient stated the irritation went away after she began to take the steroids and benadryl.